Event description:
It was reported that the collimator fell from the unit due to improper installation. No serious injury was reported. The field engineer has repaired the system. Current instructions allow for the correct mounting of the collimator.